Manufacturer narrative:
The device was being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The field service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported..

Manufacturer narrative:
Date of report: 26jul2021.

Event description:
It was reported to philips by a customer that the unit¿s touchscreen does not work. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer touch screen would not calibrate. Further information is pending.

Manufacturer narrative:
The customer reported to have calibrated the touchscreen and the unit was functioning as intended. The field service engineer (fse) ordered a touchscreen in preparation for service but it could not be confirmed if the touchscreen was replaced.based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.